Event description:
The customer reported that during simulated testing of the equipment, a defect of the paddle set was identified. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.